Manufacturer narrative:
Conclusion: it appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. Hemostasis achieved with the device. No injury or complications occurred. Note: this submission is being filed late because of issue with the web trader account .

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The doctor inserted the key into the lock and retracted the black sleeve. At this point it was observed that the distal outer sleeve had separated from the joiner and was not retracting with the upper portion of the black sleeve. The doctor then retracted the distal outer sleeve and was able to successfully deploy the collagen. The device was removed and final hemostasis was achieved with the device and no injury or complications were noted.